Manufacturer narrative:
The manufacturer's service engineer confirmed the reported problem. The manufacturer's service engineer replaced the data acquisition to motor controller cable per fco (B)(4) to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a data acquisition/ printed circuit board assembly/ analog digital converter (da pcba adc) failed vent inop occurrences. No patient harm was reported.